Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer treated the high blood glucose with the bolus through the pump. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer was advised that we are sending out tubing clamp.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.